Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va10gtr serial# implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type lead review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Removed (B)(4) and added (B)(4) to device codes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep for a clinical study (sdy). It was reported that there was not a device, therapy, or procedural issue and no symptoms were reported. The neurostimulator was replaced due to normal battery depletion and the lead was replaced to optimize therapy. This issue was noted to be resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va10gtr, implanted: (B)(6) 2015, explanted: (B)(6) 2017,5 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported that there was an explant/replacement of lead on (B)(6) 2017. The revision included a lead to try and get better stimulation. There was also a report of a neurostimulator modification. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastro intestinal/pelvic floor. No further complications were reported/anticipated.